Manufacturer narrative:
Reset the settings and programmed the current time and date, bolus wizard, and a test glucose meter. The pump communicated properly with the glucose meter and recorded the 166 mg/dl value properly. The pump allowed food carbohydrates to be entered properly during the bolus wizard operation. The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the meter would not communicate with the device, there was no option for entering the food. Customer's blood glucose was 177 mg/dl. Customer reported the insulin pump alarmed a motor error alarm and a motor position encoder error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.